Manufacturer narrative:
Result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot numbers 5079661, 5119767, and 5079952. All testing has been completed and is within specification. This includes a review of the sterility records. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. There were no issues documented that would affect the syringe or the function. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Exact lot number used in this incident is unknown. Potential lot numbers reported: 5079661 - device manufacture date: 3/20/2015, device expiration date: 3/31/2018; 5119767 - device manufacture date: 4/29/2015, device expiration date: 4/30/2018; 5079952 - device manufacture date: 3/20/2015, device expiration date: 2/28/2018. Incident notified to the FDA ref medwatch (B)(4). It is unknown if a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient had a PICC line placed without complication. Following PICC line flush using a bd posiflush normal saline filled syringe, the patient developed refractory shock, hypoxemia, chest pain and a diffuse rash. The patient was transferred to the ICU and treated with IV fluid resuscitation and norepinephrine. Over the next three hours, the patient's symptoms improved and was weaned off the vasopressors and oxygen. The ICU team in consult with infectious disease reviewed the possible causes and were "left to conclude that he had anaphylactic or anaphylactoid reaction related to saline flush that was injected into PICC line." The infectious disease provider suspected possible endotoxin contamination given the reaction and presentation. No other reactions have been reported in this facility with the ns flushes. The facility reported it was currently working to explore lab testing to analyze for presence of endotoxin or other contaminant within the suspect device. They noted another possible cause is an allergy to the chlorhexidine topical wipe. On 11/12/2015, the customer reported to bd that the three suspected lots were sent out by the facility's lab department for endotoxin testing. It was reported that all three lots came back negative and the lots were left in use at the facility without any other adverse effects reported.